Event description:
Rptr was diagnosed with latex allergy 1990. While working in emergency room on exposure to latex products and powder in latex gloves in air rptr had the following symptoms: angioedema, dyspnea, bronchospasm, stridor, uticaria, dermatitis, hives, swelling of lips and tongue, tightness in fron of chest, squeezing tightness between shoulder blades, edema hands and face difficulty swallowing, disease in peak flow, redness hands and face, hoarseness, wheezing, tight cough, tachycardia, itching, hip pains, and hives on face. Rptr was told she had to go on disability on 11/1/93. This started 10/1/90.